Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast drive count or time values or changes incorrect for moving or coasting. Too slow or too fast noted. The motor was tested outside of the device and passed. No hardware low level failures found in history file noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 144 mg/dl at the time of incident. Customer was able to complete rewind. Customer was assisted with displacement test and they were unable to check reservoir and tubing. The insulin pump will be returned for analysis.